Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history at the start of the issue. Despite trying different wall adapters and charging cables, these efforts did not resolve the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to continue using their current pump or revert to mdi if necessary, while a replacement pump was sent. The customer understood the instructions for handling the current malfunctioning pump and the steps to take upon receiving the replacement.